Event description:
After the transeptal procedure was done, an ablation catheter was advanced into the left atrium, but the sensor on the catheter indicated that the catheter was still inside of the agilis sheath when it was clearly outside of the sheath. Dr did not want to proceed with the faulty sensor so another device was used (same lot number 30266406m) and worked fine.